Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) never changed color, and the button could not be pressed. Sealing of the puncture point failed. Hemostasis was achieved by manual compression. There was no reported patient injury. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The device was used with an 8f non-cordis short sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. The physician did not have the thumb placed on the plug deployment button during retraction. The user kept retracting until there was no pulsatile flood flow. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) never changed color, and the button could not be pressed. Sealing of the puncture point failed. There was no reported patient injury. The device was used with an 8f non-cordis short sheath. The user kept retracting until there was no pulsatile flood flow. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) never changed color, and the button could not be pressed. Sealing of the puncture point failed. Hemostasis was achieved by manual compression. There was no reported patient injury. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The device was used with an 8f non-cordis short sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. The physician did not have the thumb placed on the plug deployment button during retraction. The user kept retracting until there was no pulsatile flood flow. One non-sterile exoseal vascular closure device, size 7f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was in the black/white and red position. No additional anomalies were observed during this visual analysis. The guard locking simulation could not be performed due to the unit being received with the indicator wire already retracted. Additionally, the functional deployment simulation evaluation could not be performed, as the unit was received already deployed, showing no evidence for any abnormal condition in the indicator window actuation. The indicator window was observed to be received in the black/white and red position, which is the expected position when a complete deployment of the device is achieved. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device as it was received fully deployed. The cause of the reported issue could not be determined, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed with the window in the black/white/red state. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, it was reported that an 8f sheath was used with the 7f exoseal. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.